Event description:
The service and repair department documented that the inter-lock screwdriver t25/3.5mm hex/224mm is over torqued. The issue was discovered during surgery. There was no negative impact to patient and no delay in surgery. This is not for a warranty replacement only. This event did not contribute to a death or injury, whether the device was misused or not. The reported instance was not an anticipated service or warranty replacement issue. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that one inter-lock screwdriver, t25/3.5 hex, 224 mm was received .the screwdriver is intended for insertion and removal of distal locking screws during femoral and tibial nail procedures. This information is provided per the titanium cannulated tibial nails technique guide, (B)(4), and the titanium cannulated lateral entry femoral recon nail technique guide, (B)(4). The returned inter-locking screwdriver was manufactured april, 2012. It was received intact with surface scratches consistent with the expected wear from use. The distal tip of the main body is deformed such that the portion that mates with the movable inter-locking piece is pushed out distally and it is slightly twisted in the direction of screw removal. However, the movable inter-locking piece is not deformed and therefore no longer properly mates with the main body of the screwdriver. The complaint condition is confirmed but the condition that resulted in the damaged tip cannot be replicated because the screwdriver is already deformed. The returned condition of the device is consistent with the expected damage of device failure due to a high force load. The main driver tip is slightly twisted axially in the direction of screw removal and bent but the movable insert is not twisted or deformed. This shows evidence that both tips were not fully seated in the screw as intended and that the driver was subjected to significant force. Per the technique guide, the moveable insert tip is to be ¿fully wedged into the screw head recess¿ prior to use and the user is to ¿always use the standard screwdriver for final tightening of the screw¿ (technique guide (B)(4)). Thus, the method of use likely resulted in the complaint condition. The screwdriver was manufactured prior to the release of the current drawing revision. Therefore, a review of the current edition of the design drawing ((B)(4)), the revision at the time of manufacture ((B)(4)), and device design history was performed. There were three design revisions since the date of manufacture however none of the design revisions were relevant to the complaint condition as they were all related to the etchings and/or logo. The design was found to be sufficient for its intended use, the device history did not impact the complaint condition, and there were no noted failures to meet specification. Therefore, this complaint condition is not the result of a design deficiency. In conclusion, the complaint condition is confirmed. The deformed screwdriver tip was determined not be the result of a design deficiency and to most likely be a result of the method of use. The design was found to be sufficient for its intended use and the condition is adequately addressed by the risk assessment. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: lot 7862655: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the instrument was over-torqued. The repair technician reported the shaft was twisted and broken. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit for further investigation. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.